Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation appears to be due to procedural conditions. The reported hypotension is a cascading effect of the reported perforation. Additionally, the reported patient effects of hypotension and perforation are listed in the instructions for use (IFU), and are known possible complications associated with mitraclip procedures. The reported medication required, and serious injury/ illness/ impairment were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 3. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2023, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.